Event description:
Complaint notes: hcp calling patient has carelink alert for sensing integrity warning. Reviewed transmissions from (B)(6) 2022, (B)(6) 2022, and (B)(6) 2023. Reviewed pdd from (B)(6) 2023. Vsic was 5777 and asic was 23773. First carelink alert for sic was (B)(6) 2022. Evidence of atrial under and oversensing. Suspect noise on ra lead. Small r wave with evidence of undersensing rv. Evidence of programming changes to address sensitivity. Note in carelink (B)(6) 2022 visit to assess ra rv possible oversensing. Appears to be chronic to patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).